Manufacturer narrative:
(B)(4). Conclusion: investigation results show damages to the conductive link that are partly related to the removal surgery and partly to the reported extrusion of the conductor link. In addition a suboptimal attachment of the floating mass transducer (fmt) to the incus (parallel to incus) was found which may have added to insufficient amplification. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient experienced a hissing sound and intermittencies in the sound loudness when moving his head. No head injuries, ear infections or change in the status of health have occurred prior to the reported symptoms. Additional information received stated that the patient could not perceive any sound even at maximum gain levels. Testing conducted in-situ confirmed no responses over all frequencies.

Event description:
It was reported that the patient experienced a hissing sound and intermittencies in the sound loudness when moving the head. No head injuries, ear infections or change in the status of health have occurred prior to the reported symptoms. It is considered to perform imaging to assess the status of the conductor link, the placement and fixation of the fmt. Additional information received stated that the patient could not perceive any sound even at maximum gain levels. A vibrogram conducted confirmed no responses over at all frequencies. The patient was referred to another doctor for further assessment and recommendations. The patient will make use of her hearing aid in the meantime.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.